Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the therapy was not as effective as it was since a few months prior to the report, maybe (B)(6) 2016. This was a gradual changed. During the call, the patient declined increasing the amplitude because they thought that their current setting of 4.8v was their high setting. It was noted that the patient already talked to their healthcare provider, who was not familiar with programming options. The patient mentioned that the programming screen was normal. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient and it was reported that the device was not as effective as it had been. The patient reported that she was unsure of the circumstances that led to the change. The patient reported that she called the 1-800 number and the lady was very helpful, worked her through changing programs and that resolved her issue.